Event description:
The user replaced the sodium electrode on the analyzer and noted a shift low in patient results of 8-15 mmol per l. When the user reinstalled the old electrode, the patient results were back in normal range. None of the lower patient results were reported. The user provided results for four patient samples. All results are in mmol per l. Sample 1 initial results was 130, repeat result was 139. Sample 2 initial results was 121, repeat result was 130. Sample 3 initial results was 123, repeat result was 138. Sample 4 initial results was 128, repeat result was 139. The user stated that she did not feel she needed a service visit as replacing the electrode resolved the issue.